Event description:
Patient reported the he dropped the infusion device and 1/3 of the display went blank. Patient reported he was still able to view the insulin delivery amounts. No physiological effects were reported, and patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and returned for evaluation. A preliminary evaluation of the infusion device showed the damaged display could lead to misinterpretation of the insulin delivery amounts. Additional information will be sent when the evaluation is complete.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.